Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient has had pain in their toe since implant. The pain was ¿so bad¿ they could hardly walk. The patient also had a crooked toe. Reprogramming had done and it was stated the patient had tried adjusting the amplitude as well. The patient saw their healthcare provider in (B)(6) 2014 and they were advised to talk to a representative about turning the stimulator off. It was later added the pain was a ¿very faint¿ pain, but was getting ¿really bad¿ at the time of the call. They had pain every day and sometimes they couldn¿t walk. During the call, the patient was able to turn stimulation off and was going to see if this helped their toe. Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment had not yet been scheduled. Further information received on 2017-july-05, it was reported that the patient old ins was replaced because it never helped her symptoms. She stated it was on the right side and the healthcare professional placed the new ins on the left side. No further complications were reported or anticipated.